Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent catheter broke. A 2.5x16mm taxus express2 drug eluting stent was being used to treat a lesion in an unknown coronary vessel, however, the stent catheter broke. It is unknown if this fracture occurred inside the pt or outside of the pt. The procedure was completed using another device of unknown type or size. There were no pt complications and the patient was reported as ok. The facility was contacted; however, they could not provide any additional information without any patient identifiers for reference.

Manufacturer narrative:
The device has not been received at the analysis site for analysis as of this date of this report.